Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited an intermittent capture, helix mechanism issue resulting in failure to extend and the lead insulation had twisted. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were intermittent capture, helix mechanism issue and insulation twisted. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted with traces of blood. X-ray examination found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the blood at the helix region. The reported events of intermittent capture and insulation twisted were not confirmed. Visual examination of the lead did not find any anomalies to the outer insulation. Electrical testing did not find any indication of conductor fractures or internal shorts.